Manufacturer narrative:
A product investigation is in progress.

Event description:
Missing strings - tampon [device physical property issue]. Case narrative: consumer reported via phone that the tampons didn't have a string on them. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Missing strings - tampon [device physical property issue]. Case narrative: consumer reported via phone that the tampons didn't have a string on them. No injury was reported.